Event description:
It was reported that there was stimulation in the wrong location. For ¿a couple of months,¿ the patient felt stimulation by his heart when he was supposed to feel it in his back. It was later reported that the patient was seen by the doctor in (B)(6), and an MRI was performed. The doctor indicated he had seen a slight bend on the lead along the spine. The patient reported a CT scan was performed on (B)(6), and the physician wanted to perform another CT scan, but it was awaiting insurance approval. There was stimulation in the wrong location. The patient worked with the manufacturer's representative (rep) for 2.5 hours last month. The patient felt the rep did a great job in reprogramming, and spent a lot time fine tuning the settings. The patient stated other rep¿s spent ten minutes and said he gained a lot of weight after his hip replacements. After the reprogramming, the stimulator helped with his pain. Within the last two weeks, the patient turned the stimulator down to the lowest possible setting where he only felt the stimulator on his buttock and legs. If he turned the stimulator high, the patient felt the stimulation in his kidney and stomach area. This started about one month ago. The patient was still taking pain medication, long acting, but wanted to be off the pain medication due to the side effect of feeling tired. The patient¿s medication was up for renewal on (B)(6) and the patient wanted the same rep for reprogramming. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).